Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 7 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from (B)(6) 2020 at 02:48:41 to (B)(6) 2020 at 22:07:37 due to the rsoc voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, low voltage, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery and 14v battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery. Additionally, section 10 ¿ ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their batteries and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2020-06207. It was reported that the patient had frequent power cable disconnect alarms.. The log files captured some intermittent indications of a weak connection between the batteries & clips resulting in power cable disconnect events. The patient was instructed to clean the battery and battery clip contacts to try to resolve the issue, but it was unknown whether this resolved the issue. The site noted that the patient's device did not have audible alarms for these events.